Manufacturer narrative:
Event conclusion: the ipg was explanted and returned for analysis. Analysis found that the magnet rate had a drift that was isolated to vreg voltage. It is believed that the failure was a result of the device's exposure to 100,000 rads of radiation therapy as the pt was being treated for breast cancer.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to early battery depletion.